Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A review of the device logs for the permanent cautery hook (part# 470183-14 / lot/serial# n112006010 096) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on (B)(6) 2020 via system serial# (B)(4). There were 3 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. The customer reported complaint does not itself constitute an MDR reportable event and although there was no patient injury reported; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument's metal cable was torn at the wrist. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.